Event description:
New information received states the device was successfully reprogrammed. The patient was stable prior, during and post procedure.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted the implantable cardiac defibrillator exhibited two episodes of non-sustained rv oversensing. Upon review it was noted that the episodes were triggered by atrial undersensing. Programming changes were discussed. No intervention was performed. No further information was available.